Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that an unspecified number of tubes were underfilling during use. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Therefore, 100 retention samples from bd inventory were visually inspected. The hemogard closure assembly correctly assembled and placed on the tubes. In addition, a draw test was performed on 10 retention tubes. All tubes were within specification limits with no issues identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that an unspecified number of tubes were underfilling during use. No health impact or consequence reported.